Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was noted that there was a loss of capture on the left ventricular (lv) lead. Fluoroscopic imaging was performed and revealed a dislodgement of the lv lead. The lv was repositioned with no resolution, therefore, the lv lead was explanted and replaced to resolve the event. The patient was stable.